Event description:
A report was received that while the patient was recovering from the permanent implant, he was having problems moving his left leg. The physician examined the patient and discovered a blood clot in the surgical access site. The physician removed the blood clot. The patient was able to move his left leg and was reportedly doing well.